Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: occurred during a laparoscopic low anterior resection procedure. When using the device, there is air leakage when using the suction device. When inserting a stapler, there was a problem with the seal. When the stapler is removed, the eye of the upper seal pops out and stays lateral. Therefore, the stapler cannot be inserted again. There was no patient harm.